Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging all keypad buttons were intermittently unresponsive. It was reported that the keypad was peeling and that the patient wears the pump while swimming and bathing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be partially missing. Evaluation revealed that the up, down, and ok keypad buttons were intermittently responsive. The contrast button was found to be unresponsive. There was evidence of keypad contamination found under the up, down, and ok key contacts. The contrast button key contact was found to be missing. There was no evidence of moisture within the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.